Event description:
It was reported that patient underwent left rotator cuff repair on march 16, 2006. Due to complaints of pain, patient returned to surgery on or around may 17, 2006. During revision procedure it was noted that one of the two implanted buttress plates had fractured and second plate reportedly fractured during removal.